Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon. The affected eye was the right eye (od). The event occurred not only during the pre-phaco step but also during sculpt phase. During the event, the patient had iris hernia and resumption at the operating room was performed. The burn resulted in corneal wound leakage and 3 sutures were needed. As result of the event the patient had anterior chamber shallow/collapse that resulted in intraoperative hypotony and iris prolapse. The patient also experienced corneal opacity that resulted in a bcva decrease of more than 2 lines compared to the baseline. The corneal opacity was persistent beyond one month postoperatively (major limbic opaque spot). The patient also had endothelial folds. After the sutures were removed the patient had 6 d astigmatism.

Event description:
Additional information provided by a sales representative regarding the both patients outcome. The wound was impossible to close and this patient experienced 12d of astigmastism postoperatively. Additional information provided by a company representative indicated that the patient was on treatment and the astigmatism had been reduced to 5d. A refractive surgical treatment of the cornea will probably be performed. The burnings occurred during surgery in the pre-phaco step with white milk appearing during the event (crystallization of viscoelastic). Occlusion signal was noted. The burn was instantaneous. Per the doctor, the viscoelastic obstructed the tip. During the sculpt step the height of perfusion was 63 cm. This is one of two reports being filed for this facility. This report is for the patient that experienced 12d of astigmatism after the event.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that two patients experienced a corneal burn while using the handpieces during surgery. There are two suspect handpieces but at the time of this report it is unknown which one was used for each of the patients. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. The phaco handpiece was manufactured on february 6, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on august 16, 2007. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the patient is experiencing glare and halos.

Manufacturer narrative:
Evaluation summary. A clinical analyst reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Product evaluation. The company representative checked the parameters and noticed that during the sculpt step, the height of perfusion is 63 cm which seemed little to him to allow a sufficient irrigation and evacuate the viscous in anterior chamber. The surgeon operates fast and the irrigation is in sculpt, so it doesn¿t have enough time to make room in anterior chamber. As a result, we see the issue of aspirating the viscous and triggering the burn. The handpiece has been isolated and it was noted that the hp had a cut (on the cable). The company representative noted the surgeon parameters at 80 % of ultrasounds (in sculpture and quarters) on a grade 2 surgery. Additionally the company representative added that there were 2 different types of I/a (irrigation / aspiration) tips noted to have been used: one ¿standard straight¿ and ¿one mic curved.¿ the diameters are different and the client only has one type of sleeve. The company representative advised the client to remove all the "standard straight tips" from the boxes so the surgeons do not use them. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Both handpieces met specifications at the time of release. For the phaco tip product, sample was returned for a corneal burn from patient. The corneal burn occurred during surgery in the pre-phaco step with an occlusion signal present. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Root cause: corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).